Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc . A review of the share logs was performed, and a pair new transmitter message and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a pair new transmitter message was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.